Manufacturer narrative:
(B)(4). Investigation summary: a review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle: incorrect/missing label information) was captured and addressed. Lot#9218631 DHR was reviewed and no qn found. Manufacture records for lot#9218631 was reviewed, no abnormal was found. Observe the defect sample and combine with the laser process. The defect should be caused by the connection of two cartons during the laser process. Investigation conclusion: add a slope to the position where the carton is placed to help separate the carton. Root cause description: during the laser process, the 2 small cartons were connected together, resulting in the information being etched on the two boxes separately. Rationale: according to dfema (B)(4), the severity of user received missing etch information products is limited (s1), the occurrence of the same failure mode complaint rate is cpm (o1) since from 2017. According to (B)(4), the risk level is low, no need to open CAPA.

Event description:
It was reported that pen needle 31 g x 5 mm 5 b 28 CT was missing label information. This occurred on 28 occasions before use. The following information was provided by the initial reporter: when the product was ready to be sold to consumers, it was found that there was no lot number or production date on the box of the needle.